Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and the back haptic tore upon insertion. Additional information was requested, but not yet received. If further information is obtained a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4). Visual inspection of the returned product showed a haptic and part of the optic was torn off and there was a clear surgical residue on the lens. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in (B) (4) 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).